Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted: (B)(6) 2012. A 419688 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) resulting in one round of inappropriate therapy delivered to the patient. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.